Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. The lead was successfully capped on (B)(6) 2022 and successfully replaced. There were no patient consequences.